Event description:
Following pump replacement, the patient had a yeast infection in her lungs and was mostly bedridden with a feeding tube. The patient developed septicemia. The device system was explanted due to the infection, to let the patient's body heal. During explant, the physician found that the catheter was dislodged; the catheter tip was in the pocket site. It was noted that the physician felt that the catheter had dislodged in the first week; the patient had dose increases that were not working. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.